Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed as surgical damage, broken device assessed as surgical damage, one opening assessed as unidentified (tear) opening and missing shell assessed as inconclusive. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.